Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. Further analysis determined the ra lead had dislodged due to the anatomy of the patient. The patient underwent a surgical intervention in which the ra lead was successfully repositioned. No adverse patient effects were reported.